Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter with no continuous glucose monitor (cgm) sensor readings. Additionally, the pump battery was depleting quickly. The customer¿s blood glucose was 142 mg/dl. The customer reverted to an alternate method of insulin therapy.